Event description:
Rptr's lumbar spine contains threaded wires, screws and hardware in the form of a steel plate accompanied by a dead bone; all these foreign components were not discussed with her. They tug and pull on her spine. Her rectum is low-lying since the installation of these dangerous screws and dangling wire and she must "self-deficate." The pump almost killed her as it was inoperable and intentionally implanted. (Also see 1005109.)